Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h6(investigation findings, component codes, investigation conclusions),h10, h11. Corrected field: e2, e3, g2, h6(type of investigation). It was reported that the cardiosave intra-aortic balloon pump (iabp) had a issue of helium reservoir assembly is have autofill failure issue. No patients involved and no harm reported. No equipment involved. These parts never touch equipment. Visual failure out of the box. In order to fix the issue, getinge field service engineer (fse) replaced helium reservoir assembly. The defective components were received for further investigation. The failure analysis and testing department received the following part associated with this complaint: helium reservoir assy. This part was received with a reported unit failure message of autofill issue. Performed visual inspection of this part and the part looks to be in good condition. Installed helium reservoir assy. Into the cardiosave test fixture sn (B)(6) and tested to the factory specifications per pn 0002-07-d016 revision e and the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department observed k2 solenoids was not worked during solenoid test and helium regulator calibration failed. This probably the cause of autofill issue. Helium reservoir assy. Failed testing. Retaining helium reservoir assy. In the fat dept. Per procedure 0002-07-d008 rev aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
Updated data: b4, d4 (serial),g3, g6, h2, h10.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Serial number (B)(6) previously provided, corresponds to the affected component, helium reservoir. The serial number of the associated cardiosave iabp was not provided. Therefore, only di portion of the UDI is listed in d4.

Manufacturer narrative:
H10. Additional information was requested with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported before use a cardiosave intra-aortic balloon pump (iabp) had an out of box failure an autofill failure issue with the helium reservoir assembly. There was no patient involvement.